Manufacturer narrative:
(B)(4).

Event description:
The pt experienced stimulation everywhere in her arms, neck and chest following unrelated medical procedures (colonoscopy with cautery and endoscopy). Prior to the medical procedures, she turned each setting down before shutting the device off. She realized afterwards that her device was never shut off. She has always felt stimulation around the heart/chest wall; her doctor said that was normal. It was noted that she had "a nerve cut along her spine that interacts where pt's hand, feet, mouth and heart bangs". She had back surgery 5 weeks ago and it was unk if it was device related. Additional info has been requested.